Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault", "vent inop", and "motor fault" immediately upon start up. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. Pt800, turbine press diff transducer, failed. These issues will be internally investigated within vyaire.